Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010-; 4195-78 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.